Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump off event was confirmed via the submitted controller event log file. The log file recorded an intentional pump stop event on (B)(6) 2020 at 11:01:17pm with corresponding low flow alarms. This pump stop event lasted for approximately 4 seconds. No other atypical events were captured. The data recorded in the log file showed that the lvad appeared to be operating at the set speed as intended before and after the pump stop event. No other unusual events were recorded. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The hm3 lvas IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 there was a pump stop event caused by someone briefly activating the pump stop button on the system monitor. The pump was off for about 3 seconds before it reset to normal operation.